Event description:
The manufacturer received information alleging a trilogy evo ventilator had a high beat per minute. There was no serious patient harm or injury that occurred or was reported. The trilogy evo ventilator was evaluated by a third-party service engineer, and a reportable test failure occurred. The service technician states that the device failed the functional repair test due to the internal battery being defective. It charges very slowly and fails during the power verification. The service technician states that the internal battery pack was replaced in order to resolve the test failure. The device passed re-testing after the component replacement. Additionally, no errors were found in the device's error log. The machine flow sensor and both in line filters were contaminated. The air foam inlet filter, muffler assembly, and particulate filter were replaced for maintenance.